Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ttwt implanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Patient's indication for use was listed as urinary dysfunction. The reason for call was patient (pt) reported they've had a return of symptoms that started a few months ago and patient was in agony. They said they had increased their amplitude but at one point it felt like the implant was going to explode out of the inside of their body into their vaginal area, healthcare provider (hcp) told pt that stimulation had been too high and stimulation was decreased. Pt reason for call was they reported that they've had a return of symptoms. Pt said that they fall a lot with the first fall being last december (pt fell backwards hard on a hard wood floor), and then fell again about 2 weeks ago backwards against their house and a flower pot. Pt said they had muscular pain from that fall. Pt had x-ray on (B)(6) 2024 of implanted system because they had fallen, when hcp compared the two x-rays the lead had migrated a little bit. Hcp told pt that lead is held in place by scar tissue and hcp thinks falls had effected that. Hcp checked the settings and said impedance was good. Hcp changed program that pt was on.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient went to the hospital and they scanned their device and confirmed that their lead(s) migrated, no other information were provided by the pt. The registration of their device is already being handled and currently under research.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2ttwt); product type: 0200-lead; implant date (B)(6) 2023; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.